Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an appointment with an mdt rep to install setting b,c,d on their device

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence adn urinary/bowel disfunction. It was reported that they had not had very good luck with their device since implant. The patient mentioned that they didn't see a big difference during the trial period but they were told they had a 50% better outcome so they got it anyway. The patient also said they had chronic uti's and they were going every hour. The patient stated that none of the programs had worked for them since implant. The patient recalled that they were put on program a back 08/30/2023 and it seemed to work for them, but they went off of it in december and it was not on their select a program screen anymore. The patient said the programs only go to program 7. The patient was redirected to their healthcare provider to further address the issue. The agent emailed field staff to notify them of the issue.